Manufacturer narrative:
(B)(4).

Event description:
It was reported that one session of high, out of range, hv lead impedance measurement was observed. There was no other electrical anomaly. Lead impedance is normal now. Patient will continue to be monitored through merlin.net transmission. Patient&#38112;condition was good.